Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to implant loosening. The patient received a cement spacer.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure, the revision surgery has already taken place, as the implants already explanted. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows a girdlestone situation with a cement spacer at the location of the former tar. The reason for the situation is unclear. Usually, this is performed when an infection at the site of the implant is present. No further information is presented yet on the background. No further assessment is therefore possible. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to implant loosening. The patient received a cement spacer.